Manufacturer narrative:
The device was returned and the evaluation found the water supply volume does not meet the standard value, the water removal ability does not meet the standard value, and the air supply volume does not meet the standard value due to clogging of nozzle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter came out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was came out of the nozzle. There was no damage to the area where the foreign material was detected, and the reprocessing steps at the material residue point were not deviated from the instruction manual. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. The instruction manual operation manual,¿ gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual,¿ gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.